Manufacturer narrative:
Exemption number e2017014. (B)(4). The customer was informed that according to the safety manual hearing protection is required and it should lower noise to at least 99 db.

Event description:
It was reported that a patient did not receive ear plugs at the beginning of the exam on the magnetom aera system. The patient squeezed the ball after 2-3 sequences and the tech went in to give the patient ear plugs. The customer provided information that the patient claimed to have tinnitus due to this incident.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Additional information for investigation was requested, however, not supplied. There is no additional information available regarding the severity of the injury or if medical treatment was necessary. The patient did not receive ear plugs at the beginning of the examination. The patient interrupted the examination by using the squeeze ball after 2 or 3 sequences and was then provided ear plugs. Generally, the magnetom aera can produce acoustic noise levels higher than 99db(a) this is the maximum noise level at the patient's ear defined in the mr safety standard iec 60601-2-33. For safety reasons, appropriate hearing protection needs to be provided to the patient. The magnetom operator manual and the magnetom system owner manual provide instructions and warnings regarding noise levels and the respective hearing protection required (section "hearing protection data"). The headphones provided by siemens mr are not classified as hearing protectors. Their primary use is to provide a channel of communication between the mr operator and the patient. The headphones may be used to provide additional noise attenuation for increased patient comfort. Suitable hearing protectors are ear plugs with a noise attenuation coefficient equal or greater than the required hearing protection. The required level of hearing protection can be found in the system owner manual of each mr system. It is recommended to always follow the safety warnings and instructions in the system owner manual and the operator manual.